Manufacturer narrative:
Manufacturing site: (B)(4). Initially it was assumed that damage such as stretching of coils occurred because the distal segment of the reported guide wire was not polymer coated; therefore it was justified as not reportable. When the device was returned, peeling of the ptfe coating on the proximal segment was recognized. Therefore, the date the manufacturer became aware of this event was considered the date the device returned. The returned guide wire was observed. The distal segment was found bent and formed a curve for approximately 15mm from the wire tip possibly due to use in the complicated anatomy. The ptfe coating of the wire shaft was intermittently peeled off for approximately 61.5 - 69.5cm from the proximal end; almost entire ptfe coating was removed at every peeled spot. On the distal end of peeling of the ptfe coating, the peeled ptfe coating was gathered and formed agglomeration. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. In the production process, namely after the ptfe was coated over the wire shaft, coating adhesion test is conducted with each coating lot in order to check that the adhesion strength meets the product's specifications. The manufacturing record showed no indication of product deficiency. Based on the obtained information and investigation outcome, it was likely that a hard and sharp part of the concomitant device such as a metal chuck of a torque device scraped the wire surface and peeled the ptfe coating. Although there were reportedly no adverse patient effects, coating damage was so severe that a possibility could not be completely ruled out that some ptfe coating fragments might entered into the vasculature. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that during a pci, it was difficult to manipulate an asahi guide wire through the moderately tortuous, severely calcified 90% stenosis in the rca. It was also difficult to deliver a balloon through the lesion. After pulling out the guide wire, the tip coating was found peeled off. There were no adverse patient effects. The patient was discharged after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.